Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in clinic with low pli and high capture thresholds. The patient was scheduled for a lead extraction. The lead was capped and replaced. The patient was stable.